Manufacturer narrative:
A device history record review was performed for the subject device lot number 12-8548. Manufacturing location: (B)(4). Supplier: (B)(4). Date of manufacture: 02.nov.2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development investigation was performed for the subject device (sliding mechanism, part number 314.291, lot number 12-8548). The subject device was returned with the complaint condition stating: the part was received with the following complaint description: ¿on (B)(6) 2017 a collinear reduction clamp tray was used during a pelvis / acetabulum fracture repair case and during the surgery, a sliding mechanism broke. No patient harm was reported and it is unknown if there were any surgical delays or if an alternate device was required to successfully complete the surgery¿. The complaint condition is confirmed. A visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The sliding mechanism is used in conjunction with one of the four attachment arms (hohmann-style arm, pelvic arm, percutaneous arm and bone hook-shape arm) to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. The complaint was able to be confirmed as the sliding mechanism was received with the handle broken in two pieces. Replication of the complaint is not applicable with this complaint condition. The overall balance of the device was worn but consistent with 6+ years of regular use. A review of the relevant assembly design drawings for the sliding mechanism was performed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined. However, the failure mode is typically associated with excessive loading and/or rough handling. The applied force during use likely permitted final separation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient date of birth and weight were not provided for reporting. (B)(6); lot # unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a collinear reduction clamp tray was used during a pelvis/acetabulum fracture repair case. During the surgery, a sliding mechanism broke. No patient harm was reported and it is unknown if there were any surgical delays or if an alternate device was required to successfully complete the surgery. It is unknown if fragments were generated due to the broken device. No additional information is currently available. The device, however, will be returned for investigation. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Corrected data: the patient¿s gender was not provided for reporting. The patient was reported as being male in initial medwatch report (B)(4) in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.